Event description:
It was reported that a spectrum infusion pump has a constant air-in-line alarm. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed the reported symptom constant air-in-line alarms through review of the event history log, but did not reproduce it. The ultrasonic sensor was replaced, since it is a known contributor to the reported symptom.